Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was over 400 mg/dl. The customer was treated with insulin pump. Customer also stated they found air bubble of quarter inch long during bolus at 5 inch away from reservoir spaced to the top. Customer was advised to remain disconnected from the infusion tubing at the quick release. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.